Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced one infusion set cannula crimped event on (B)(6) 2024. Event occurred after three hours of insertion. The set was in use for two days. Insertion site was at abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. This MDR is being submitted for an unknown number of infusion set with known lot and serial number from a market unit. No further information available.